Manufacturer narrative:
Actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap was detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis identified the glass cap has a circumferential fracture at the proximal side of fiber/glass fusion zone and the metal cap was found to be detached and returned. The fiber proximal to fracture can rotate independently of outer flow tube. Based on the glass cap circumferential fracture at proximal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture and metal cap detachment.

Event description:
Analysis of the device found that the glass cap and metal ca were detached. Based on device analysis, the potential for forward firing may exist. There was no patient outcome information available.